Manufacturer narrative:
H3: product was not returned, and no photographic evidence was provided to aid in this investigation. The service history review had no indication that the complaint was related to a service of the device within the review period. Product evaluation and problem confirmation cannot be performed. Error history log was not provided. Probable cause could not be determined.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming no disposable. Silenced, reviewed settings and closed the clamp. Removed the cassette and gently tapped cassette and massaged tubing. Replaced cassette and alarm persisted. Removed the cassette again and gently tapped cassette and massaged tubing. The site stated there were a lot of bubbles. Replaced cassette and alarm persisted. Powered the pump off and advised they call clinic for further instructions. They verbalized understanding. Reservoir volume 11.7ml, given 87.25 ml, rate 2.2ml/hr. Event occurred while use with patient. There was a patient involvement and no patient harm/adverse event reported.